Event description:
Anesthesia machine arzn-0047 failed to deliver more than 20ml's of tidal volume under volume control setting after a pt was induced under volume control setting after a pt was induced under general anesthesia. The machine would not allow me to increase the tidal volume at all. After switching to manual/pressure support/a dn finally pressure control, the machine did operate in the pressure control setting. After operating in the pressure control setting for approx. 30-40 seconds I again attempted to switch to volume control which then appeared to function properly. The machine was taken out of service and drager anesthesia was notified of the event. No pt harm occurred. Second occurrence after machine was repaired previous day.